Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter is giving inaccurate high readings. This complaint is classified according to the documentation of the customer care advocate (cca). The pt manages his diabetes with an insulin pump. On (B) (6) 2010 at 5:59 pm, the pt obtained a blood glucose reading of "110 mg/dl" on the subject meter, which the pt felt was inaccurately high. The pt did not take any action in regards to the usual routine of diabetes management. Reportedly 10 minutes later, the pt developed symptoms described as "disorientation, dizziness, and feeling drunk." The pt obtained a blood glucose reading "39 mg/dl" on another meter at 6:10 pm and promptly administered self treatment with food and/or drink at 6:15 pm. On (B) (6) 2010 at around 6 pm, the pt reported blood glucose results of "77 mg/dl" with a lifescan meter and "55 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and /or <= 30 mg/dl. During troubleshooting, the cca verified that the test strips were in good condition and within the discard date, the testing process was correct, and the results were taken on an approve sample site. The control solution test passed. This complaint is being reported because the pt developed symptoms that can be associated with hypoglycemia and received medical intervention for a blood glucose reading of "39 mg/dl" 10 minutes after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.